Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-1-fem-celect-pt. (B)(4). Summary of investigational findings: investigation is based on description of event and review of provided imaging. Imaging review confirms interaction with the ivc wall; one primary filter leg demonstrated interval development of a grade 3 interaction (abutting a lumbar vessel), while the remaining primary filter legs demonstrated grade 1 (tenting). The complaint report does not describe any symptoms related to the vessel perforation. Imaging review also found tilt of 1-7 deg. The root cause for the reported event cannot be determined and remains unknown. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during filter placement or during filter implanting period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
Description of event according to study: during the index procedure on (B)(6) 2015, the patient received a celect® filter. The inferior vena cava (ivc) diameter at the intended filter location was 26 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the left common femoral vein as the access site, a celect® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was 0 degrees. There was no extravasation of contrast and no filter legs outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site and the ivc diameter was 25.6 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did not appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 0.9 degrees. On (B)(6) 2016 (359 days post-procedure), the one year follow-up and imaging were completed. It was determined that filter retrieval would not be attempted due to ongoing risk for pe. Site CT noted: grade 1 filter leg interaction with ivc wall. Patient outcome: the patient was discharged on (B)(6) 2015 and remains in the study.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Investigation is still in progress.

Event description:
Additional information received on 11dec2017: analysis of the 2-year follow-up ((B)(6) 2017) CT of the abdomen and pelvis with intravenous contrast revealed no evidence of filter embolization, no grade 0 filter legs, eleven grade 1 filter legs, one grade 2 filter leg and no grade 3 filter legs. There was no evidence of hemorrhage, hematoma, or other clinical findings observed at the grade 2 perforation/puncture site. The angle of filter tilt was 6 degrees in the sagittal plane and 2 degrees in the coronal plane.

Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-1-fem-celect-pt. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: during the index procedure on (B)(6) 2015, the patient received a celect filter. The inferior vena cava (ivc) diameter at the intended filter location was 26 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the left common femoral vein as the access site, a celect filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was 0 degrees. There was no extravasation of contrast and no filter legs outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site and the ivc diameter was 25.6 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did not appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 0.9 degrees. On (B)(6) 2016 (359 days post-procedure), the one year follow-up and imaging were completed. It was determined that filter retrieval would not be attempted due to ongoing risk for pe. Site CT noted: grade 1 filter leg interaction with ivc wall. Analysis review is not yet available. Patient outcome: the patient was discharged on (B)(6) 2015 and remains in the study.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Manufacturer ref# (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: complaint reopened due to receipt of two years fu imaging. Investigation is based on event description and image review. The two year follow-up CT scan continues to demonstrate the single grade 3 interaction, with a primary filter leg abutting a lumbar vein. Two additional primary filter legs, as well as a secondary filter leg, progressed from grade 1 interactions to grade 2 interactions. The remaining primary and secondary legs demonstrate grade 1 interactions. There continues to be no evidence of significant tilt or pericaval inflammatory changes. The cause of penetration continues to be indeterminate. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.